Event description:
The patient reported that their heart rate is lower than normal in the morning after the patient has been up for awhile. The patient questioned if this is related to the implanted defibrillator. The patient will follow-up with the physician. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.